Event description:
The customer reported he was unable to monitor his blood glucose because his precision xtra meter was turning on and then off after strip insert. As a result. He experienced symptoms of hyperglycemia and went to a local hospital. Although he reported being seen by a doctor and treated with intravenous saline and insulin, no diagnosis of hyperglycemia was reported. It should be also noted that the customer has been using expired test strips. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.